Manufacturer narrative:
Per the tandem user guide, ¿enter the exact blood glucose value that your blood glucose meter displays within 5 minutes of a carefully performed blood glucose measurement.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 50 mg/dl, and the meter bg reading was 127 mg/dl. Reportedly, the customer did not enter in bg values for calibrations within 5 minutes of testing bg levels. No additional patient or event information was available. Customer performed a calibration and cgm readings became accurate.